Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result due to a bad seal on cuvette formation. A dade behring field svc rep was dispatched to the account and corrected the malfunction. The instrument is operating within specs.

Event description:
A falsely elevated troponin I result of 29.82 ng/ml was obtained on a pt sample. The result was not reported to the physician. A new sample was acquired and a result of 0.11 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to a bad seal on cuvette formation.